Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device has damage at the twin tube connector and water was leaking out. No patient injury and no medical intervention was recorded.

Manufacturer narrative:
Other text: additional information is provided in h.2., h.3., and h.6. One photo was received for evaluation. Visual inspection revealed that the reflux was damaged. No other analysis was performed. The root cause is the procedure was not followed during assembly. An awareness notification was provided to manufacturing personnel to explain the importance of adhering to the assembly procedure. The product's history records were reviewed and there were no non-conformances that would have resulted in the reported complaint. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.